Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as mfg. # 2134265-2010-02573. It was reported that post a carotid stenting procedure, a patient had a stroke. The 75% stenosed lesion was located in the moderately calcified and moderately tortuous left internal carotid artery. A filterwire ez 190cm was advanced to the lesion. An adapt 40mm stent was implanted, and "plaque material came through the stent struts." The patient condition post procedure was reported as "good." However, "during the night" the patient suffered a stroke and was transferred to the intensive care unit. The patient was treated with clopidogrel and acetylsalicylic acid.